Manufacturer narrative:
(B)(4). Report source: foreign country - (B)(6). Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the screw (part# 91-6704, lot# unknown) showed signs of significant wear. The screw was clearly fractured and the tip was broken off. The screw was functionally tested by using a 1.5mm blade and driver to drive the screw into a block of white oak wood. The screw was difficult to insert into the wood block, therefore the complaint is confirmed. Another functional test was conducted on the screw to check the screw's retention. The screw was placed on the blade + driver assembly and held by a pair of forceps. The screw was able to support the weight of the blade and driver. There are no indications of manufacturing defects. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Investigation results concluded that the reported event was due to excessive force beyond what the screw is designed to encounter. Potential contributing factors could be the density of the patients bone and the insertion angle of the screw. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported "the screw would not go ahead into the cranial bone although the surgeon attempted to insert the screw during a surgery." Upon evaluation of the screw it was identified the screw is fractured at the tip. The complaint report indicates the patient did not retain a foreign body. No additional patient consequences were reported.